Manufacturer narrative:
H11: the device was received for evaluation with a wet amia cassette. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed; therefore, the reported connection issue was not confirmed. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and the amia cassette. The transfer set would not disconnect from the patient line. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.